Manufacturer narrative:
Philips service secured the fuse connection and performed functional tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geo movements were unavailable at startup and the system was restarted multiple times on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.